Manufacturer narrative:
Visual inspection found the bottom frame of the cart is broken. A cart was provided from biomed to hold the EKG unit until a new cart could be obtained. The customer was provided part ids to order a new cart. Based on the information available and the testing conducted, the cause of the reported problem was physical damage to the fame of the cart. The reported problem was confirmed. The customer was provided a part ID for a replacement cart to resolve the issue.

Event description:
Philips received a complaint on the pagewriter tc70 cardiograph indicating that the wheel broke off the EKG cart while moving it. The device was in use on patient at time of event, there was no adverse event reported.